Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer ran out of insulin and a valid empty cartridge alarm occurred. The customer's blood glucose (bg) level was 299 mg/dl and the bg level was addressed with lantus. Reportedly, the customer turned the pump off until the customer's healthcare provider provided a prescription for insulin.